Event description:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow up report.

Event description:
The implant malfunctioned due to part/interface does not fit/align. Themalfunction did not cause or contribute to a death or serious injury.